Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and guided the caller through the reset process. After the reset, the cgm error code did not reappear, and the caller was instructed to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.